Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powermidline catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the suture wing/catheter shaft joint. Tactile inspection of the sample revealed tensile weakness in the vicinity of the leak. Microscopic inspection of the leak site revealed a small split in the catheter shaft at the junction with the molded joint/suture wing. The split exhibited a granular fracture surface. Material buckling and curved shape memory were observed in the vicinity of the split. The fracture features, tensile weakness and deformation were consistent with damage caused by manipulation of the molded joint/suture wing. Such manipulation appeared to include pulling and kinking. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the first time was on 4/8/2022 I received a call from one of the nurses at facility. She was starting an infusion on a patient that had a midline and she said the flush was just pouring out. I assumed it was leaking from the insertion site. She said no it was coming from a hole in the actual line. I had her send me a video of her flushing it and I could clearly see the flush was coming out of what appeared to be a hole in the line between the hub and the piece where the stat lock clips in to. The line was placed on 03/11/2022 and was pulled on 04/08/2022. This line had been in less than one month."

Event description:
It was reported "the first time was on (B)(6) 2022 I received a call from one of the nurses at facility. She was starting an infusion on a patient that had a midline and she said the flush was just pouring out. I assumed it was leaking from the insertion site. She said no it was coming from a hole in the actual line. I had her send me a video of her flushing it and I could clearly see the flush was coming out of what appeared to be a hole in the line between the hub and the piece where the stat lock clips in to. The line was placed on (B)(6) 2022 and was pulled on (B)(6) 2022. This line had been in less than one month."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0371 showed no other similar product complaint(s) from this lot number.